Event description:
In (B) (6) 2009, the pt reported that the stimulation felt different with movement; when he turned a certain way, he didn't feel stimulation at all. About a week later, the pt was not feeling stimulation on his left side no matter what he did. The pt's last reprogramming session was in (B) (6) 2009. In late february, therapy impedance measurements on electrode 7 were >4000 ohms; the test was run at 3.0v. At that time, they were also unable to adjust the stimulation correctly on the left side with the pt programmer, when they went to increase the left side, the right side increased as well. In (B) (6) 2009, it was reported that the pt's programmer was replaced and impedances were within normal limits. In (B) (6) 2009, some of the bipolar pairs had impedance readings of >4000 ohms. Impedances run at 3.0v showed 0 and 7 were >4000 ohms; 1 and 7 were >4000 ohms, and 2 and 7 were >4000 ohms. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4) - final device analysis of the pt programmer revealed that the "device tested to specs".